Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. No moisture damage found on the motor, battery tube, and vibrator assembly. However, moisture damage was found on the electronic assembly during visual inspection. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was submerged in water for a few minutes. He was not wearing the insulin pump but it slipped into the pool. Fluid was visible under the lcd display. A crack may be located where the reservoir goes in. Customer's blood glucose level was 150 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.